Event description:
Information was received from a health care provider (hcp) and a patient (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient was complaining about their pump remote control (th90t02). It was stated that the progress screen froze at 90% (field action fa1460). There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the rep proposing to the patient the procedure provided by the field action fa1460 -> setting > apps > patient data service > storage > erase data. The patient sent phots to show that the problem was not solved. The issue was not resolved at the time of the report. Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the patient did not experience any symptoms related to the progress screen freezing at 90%. The pump serial number, model number, and implant date were provided. The software version was provided. It was reported that the remote control was replaced.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, software version: 2.0.1700, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.